Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and weak battery and the pump has a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer does not have a new battery to put in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that a new battery cap would be provided and to call back when received for further troubleshooting.